Event description:
During central line placement in right subclavian vein, had difficulty with advancement of guide wire at approximately 10 cm. Subsequent withdrawal immediately produced unraveling of wire and inability to remove guide wire from pt's subclavian vein. Resulted in need for removal by invasive radiologist using fluoroscopy via right femoral vein approach.